Event description:
While inserting a central line the guidewire unraveled arrowgard blue plus multi-lumen cvs extreme kit #7 french /3 lumen/20 cm 0.032 inch spring wire lot # 13f17ho327 with ref # ak-45703-ax.